Event description:
It was reported that prior to implant, this device could not be interrogated despite extensive troubleshooting. Additionally, magnet application did not elicit tones. The device will be returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of unsuccessful interrogation. The device case was opened, and visual inspection revealed no irregularities. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly within the internal circuitry. Laboratory technicians could not confirm the exact root cause of the findings. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that prior to implant, this device could not be interrogated despite extensive troubleshooting. Additionally, magnet application did not elicit tones. The device will be returned for evaluation. No adverse patient effects were reported.